Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, a curved opening on the posterior side, and brown particles in the inner surface. A leak test and microscopic analysis were performed which identified one sharp crease opening on the posterior. The fill test inspection was performed, and the result is no blockage in the valve. Based on the device analysis the final assessment is one sharp crease opening due to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.